Manufacturer narrative:
Pump received with blank display due to corroded battery cap and battery tube compartment noted.

Event description:
The customer reported via phone call that their insulin pump received a battery failed alarm. The customer¿s blood glucose level was unknown. The troubleshooting was performed for failed battery alarm. The customer was advised to clear the alarm with esc and act. The customer was advised to revert to back up plan until replacement cap arrives. The insulin pump will be returned for analysis.